Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was 150mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.